Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. The product analysis noted the device never triggered replacement indicator and was never implanted. Upon product testing and analysis, the device was returned in out of storage mode, failing some retest battery voltage parameters. The device was retested and passed. In conclusion, the device was tested and met specifications.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.